Manufacturer narrative:
(B) (4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.

Event description:
It was reported that there was a leak in the valve prior to implantation. There was no pt impact.